Manufacturer narrative:
Concomitant medical products: product ID: iw1418c75xh stent, implanted: (B)(6) 2008; product ID: af2618c140xh stent, implanted: (B)(6) 2008; product ID: iexc202055 stent, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also observed on presenting electrograms some atrial signals falling in atrial blanking after atrium paced events. The ra lead remains in use. It was further reported that the implantable pulse generator (ipg) was pacing the ventricle after the qrs complex. The ipg remains in use. No patient complications have been reported as a result of this event.